Event description:
The device was returned with no information from an unknown source. The device has tested out of specificatoins. A database search by serial number shows the patient to be expired. The only contact known has no information about the patient death.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. All known follow up contacts have been contacted and no additional information about the cause of death or circumstances surrounding the death have been made available. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed high battery impedance.